Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated. The battery status showed 100%. The provided data showed a unipolar and bipolar right ventricular lead detection error on december 25 and december 26, 2024. The data further showed an increasing ventricular lead impedance since the implantation of the device. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this device was explanted and replaced during a planned lead revision. During the procedure a problem with lead connection to the device header was identified.

Event description:
It was reported that this device was explanted and replaced during a planned lead revision. During the procedure a problem with lead connection to the device header was identified.